Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h6 and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The user stated difference of stiffness between 190 series and 180 series. This is likely influence of high force transmission tube which is installed in 190 series. Therefore, we can judge that this is not device nonconformity. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Conclusion: the definitive cause of the reported events could not be established. The user physician doesn't believe the device was the cause. The cause is difficult to be specified.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer. New information is reported (serial number).

Event description:
Additional information received: the customer was unable to provide information regarding patient demographics and pre-existing conditions. The customer was unable to provide the lot number of the disposable distal cap used in the case. The procedure being performed was an endoscopic retrograde cholangiopancreatography (ercp) for the indication of gallstones. The injury experienced by the patient was an esophageal perforation. The patient required a stay in the intensive care unit (ICU) due to this injury. The patient is currently doing well. The customer stated that they were not aware of any malfunction of the scope occurring during the procedure. The customer was unable to confirm if there was any abnormality in the appearance of either the scope or the cap before or after the procedure. The customer is unable to provide any further information regarding this case.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on medwatch # 2951238 - 2021 - 00353.

Event description:
It is reported during an unspecified procedure using an evis exera iii duodenovideoscope, the physician perforated the patient's throat (esophagus) upon insertion of the scope. The physician stated that she did not think the scope was the cause. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.